Event description:
It was reported that during a percutaneous coronary interventional procedure, the inflation device broke. The lesion was located in the left anterior descending artery. During the first inflation to 8 atm's the encore inflation device "separated into two pieces in the doctor's hands". The balloon remained inflated. It was noted that the housing broke apart while the pressure gauge was still attached and functioning. A new inflation device was used to fully deflate the balloon. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a media stinoscopy procedure, the device was locked on the vessel and would not open. The surgeon pried the handles of the device open with no damage to the vessel. Another device was used to complete with no patient consequence.

Manufacturer narrative:
(B)(4). Device fired through lockout; jaws unable to open_open after assisted the analysis results found that the device was received with the jaws in the closed position; the trigger was manually assisted in order to open the jaws. Upon testing of the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.